Manufacturer narrative:
(B)(4) - supplemental MDR - stopper separation from plunger. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics stopper separated from the plunger. The following information was provided by the initial reporter translated from french to english: actions taken for the patient in relation to the device - syringe change. When drawing blood from a cip, syringe breaks when blood is drawn in without pressure. Black tip jumps off plunger.